Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use resolute onyx rx coronary drug eluting stent to treat a moderately calcified and mildly tortuous lesion in the mid left anterior descending artery. It was reported the stent could not cross the lesion and that stent deformation occurred in vivo during positioning. The procedure was completed using a resolute onyx 2.5 x 22 mm. The patient is alive with no injury.